Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg in over 6 months. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. Stimulation was reportedly restored postoperatively.